Manufacturer narrative:
A ge service representative performed an onsite investigation. The cable connection between the workstation and mainframe was evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited an iris collimator issue. Additional information was received from the field service engineer confirming that the system failed to boot. No patient serious injury or death was reported related to this event.